Event description:
A malfunction alarm was reported, identified by a non-resettable malfunction code 0. There was no adverse impact to the customer's blood glucose level. Customer service provided information for resetting the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue persisted, acknowledging and understanding the guidance given.